Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Photo investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs. Visual examination of the provided pictures found one of the toothed ratchets broke off. No other product defects were identified. The investigation found sufficient evidence to confirm the reported event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 399.99. Lot number: t198039. Manufacturing site: (B)(4). Release to warehouse date: 29-may-2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a procedure, when using the universal small fragment set, the reducing forceps toothed ratchet-lock l 140 broke. The broken piece was recovered from the floor. The patient was not affected. The procedure was successfully completed. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).